Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 24 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was stuck in motor error alarm loop during bolus delivery. The motor may have had intermittent failure that was not detected during our testing. Unable to verify the basal rate anomaly, error alarm, occlusion and excessive no delivery tests due to the motor error alarm. However, the insulin pump passed the rewind, basic occlusion, prime and displacement tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.